Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a polarity switch and p waves were consistently undersensed due to programming. Once device was reprogrammed the appropriate sensing was noted. The caller stated that there was no reset. The device remains in use. No patient complications have been reported as a result of this event.